Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states patient tested 8.0 inr, 3.1 inr, and 7.3 inr on the coaguchek xs system. A comparison lab returned as 1.9 inr, the sample was obtained using a 21 or 22 gauge needle. The patient's jantoven was adjusted based on the lab result. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.